Manufacturer narrative:
An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Event description:
Patient fell and created a lose cup. We removed cup and inserted another cup with screws. I do not have an exact date for the surgery prior to today's revision.

Manufacturer narrative:
Correction: it was determined that this event is a duplicate of MFR. Report # 0002249697-2013-02484. When available, investigation results will be submitted under this manufacturer report number.

Event description:
Patient fell and created a lose cup. We removed cup and inserted another cup with screws. I do not have an exact date for the surgery prior to today's revision.